Event description:
Event description cpi received information that this myocardial unipolar sutureless lead (4316) was removed from service because of an increase in thresholds. The lead was capped. Another cpi lead was implanted.